Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using the same supplies for over 3 days on the mobi pump. Tandem customer technical support. Educated caller that cartridges should be changed every 72 hours. Multiple attempts were made to follow-up with the customer but no response was received.